Manufacturer narrative:
Reported defect: deflation of right breast implant. Bilateral exchange with mcghan devices. Backround: original surgery was performed by dr in 2000 using hutchison hsl 0420cc saline-filled implants, which were filled to a volume of 0480cc, which is 10cc's over the maximum fill volume limit. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan devices. Condition upon receipt: product was received in a peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a patch shell tear approx 2mm in length, which is located on the 3 o'clock position on the posterior surface (when the product was held in such a position that the brand name was upright and horizontal) product inspection: pressure testing identified no other leaks or breaches. Microscopic examiation (x10) confirmed the tear which follows the edge of the barrier patch; although the exact cause could not be determined the product history sheet confirmed the product met all quality criteria post MFR. Conclusion: a conclusion could not be drawn.